Event description:
A surgeon reported a case of trace dlk (diffuse lamellar keratitis), observed one day post lasik surgery. F/u info received showed pt was put on steroid therapy, post operative, and the dlk cleared up shortly afterwards. This is the second of two reports, which will reference this pt's right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).